Manufacturer narrative:
Corrected information has been provided in h6. The impacted product was created in error. A correction has been filed on report 1220648-2026-00604 to reflect the correct product.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced purge pressure fluctuations and a low purge pressure alarm. No leaks were identified. The purge cassette was changed but this did not resolve the issue. No patient harm was reported.